Manufacturer narrative:
The actual device is in process of being returned. The investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "a patient was burned with our bipolar."

Manufacturer narrative:
The actual device was discarded, however a part from the same lot was returned to us for evaluation. That part passed all testing, including dimensional tests, hipot, and continuity tests, with no discrepancies found in related to the destablised specifications. The complaint could not be confirmed, and root cause could not be established. If any additional relevant information is identified, it will be submitted in a supplemental report.